Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: h4. The device was not returned to olympus for inspection therefore the reported failure was not confirmed and no probable cause could be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope had corrosion near the entrance of the lumen. The issue was noted during reprocessing. There were no reports of patient involvement.